Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the site went to register the patient using the tracer probe and they received a message in the software stating "instrument not verified. Hold instrument tip in verification divot until audible confirmation." The site tried to verify the instrument, even though it isn't required for disposable instruments, and it would not verify. They swapped out the probe with the navigation probe and were able to continue with the case. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3/h6: the tracer probe was returned and analyzed. Analysis found that the probe was not recognized when connected to a known good system and would not track. A check of the em interface showed that all three coils were normal. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.